Event description:
The patient stated that about 5 weeks ago, his physician changed his insulin and he was told it was 5 times more powerful than his previous insulin. He stated he soon discovered the new insulin to be more like 10-15 times more powerful. He stated he had a hypoglycemic event the morning after starting the new insulin. He stated he passed out and hit his head on tile floor and he woke up a few hours later not knowing what happened. He stated, he then went back to sleep. He stated that at 12:00pm, he received a call from a friend and at that time he noticed he was bleeding severely from his forehead. He then tested his blood glucose and it measured 36 mg/dl. He does not recall any symptoms of low blood glucose. The patient's friend then arrived to take the patient to the hospital where he received 11 stitches. His blood glucose at the hospital was 42 mg/dl and he was given orange juice, a turkey sandwich, a tube of glucose gel, and a glucose i.v. He stated he requested to be taken off of the i.v. Drip and his blood glucose at that time was 416 mg/dl. He stated there is nothing wrong with his infusion device and he overdosed himself with the new insulin. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.